Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) battery cap and compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: rust/corrosion in battery compartment; leak test failed due to battery compartment leak. Battery compartment crack at the threads to the left of the bumper & below the bumper. Opened pump; no further evidence of moisture internally. Battery cap was not returned w/pump at time of the investigation; will set pa substatus to "in process". Test cap attaches securely to pump & can be removed w/o defect.